Event description:
It was reported that during an unspecified procedure balloon deflation difficulties were encountered. The physician was unable to deflate the maverick2 monorail balloon. (The number of inflations and to what atms is unknown). So he inflated the balloon to 25 atms in an attempt to rupture the balloon. The balloon did not rupture. The physician was able to partially deflate the balloon for removal without incident. No patient injuries or complications were reported.